Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure via logs; a cut failure was noted. However, the reported failure could not be reproduced. The endowrist vessel sealer instrument passed the cut test without any issues. The vessel sealer was tested for energy delivery. Energy delivered without any issues and the electrical continuity test passed. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, it was alleged that the endowrist vessel sealer instrument stopped working when the surgeon was trying to seal. The surgeon used a back-up endowrist vessel sealer instrument to complete the procedure. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the endowrist vessel sealer instrument was working in the beginning and then stopped working. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and then spoke to an or nurse and the surgeon who provided the following additional information: it was reported that the endowrist vessel sealer instrument was working initially and then stopped. The surgeon stated that while she was using the endowrist vessel sealer instrument on the "round ligament" was when it stopped working. The surgical staff tried to unplug and plug back in the endowrist vessel sealer instrument; however, the issue persisted. The surgeon stated that the system did not generate any errors, there were no audible tones heard while she was trying to seal. There is no video recording of the procedure. It was confirmed that they swapped out to a back-up endowrist vessel sealer instrument and completed the procedure with no further issues.